Event description:
It was reported to medtronic neurosurgery that the valve worked only when pumped at low speed and at a pressure level setting of 0.5. It was also reported that the valve was found to be leaking. The valve was explanted from the pt. The pt is reported to be doing well.

Manufacturer narrative:
The valve was patent. It met requirements for the siphon, leakage, and preimplantation testings. It also met the requirements for all of the pressure-flow testings. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The valve however did not meet specifications for the reflux test. Crytalline debris was observed in the interior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open and therefore with the anti-siphon device, resulting in fluid reflux. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.